Event description:
On (B)(6) 2020, this patient underwent endovascular procedure to treat repeated in stent restenosis of a bare metal stent implanted in the left basilic vein at a venous anastomosis of an upper arm loop arteriovenous graft using a gore® viabahn® endoprosthesis with heparin bioactive surface. The patient tolerated the procedure. On (B)(6)2020, the patient presented with occlusion of the vascular access. It was also confirmed that the endoprosthesis was occluded. On the same day, urokinase (UK) was used and massage was performed for the occlusion, and reperfusion of the access was obtained. After the access was reperfused, there was no significant stenosis observed, so it was considered that the occlusion occurred due to decreased blood pressure, and the event was reportedly considered not related to the device or procedure. The occlusion was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
H10/11 - corrected the method, result, and conclusion code.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, this patient underwent endovascular procedure to treat repeated in stent restenosis of a bare metal stent implanted in the left basilic vein at a venous anastomosis of an upper arm loop arteriovenous graft using two gore® viabahn® endoprostheses with heparin bioactive surface. The patient tolerated the procedure. On (B)(6) 2020, the patient presented with occlusion of the vascular access. It was also confirmed that the endoprostheses were occluded. On the same day, urokinase (UK) was used and massage was performed for the occlusion, and reperfusion of the access was obtained. After the access was reperfused, there was no significant stenosis observed, so it was considered that the occlusion occurred due to decreased blood pressure, and the event was reportedly considered not related to the device or procedure. The occlusion was resolved, and the patient tolerated the procedure.